Event description:
It was reported that during a breast biopsy a l3-017 error code was received. Changed holsters and completed the case with no consequence to the pt.

Manufacturer narrative:
H4, 6: information not available, device not returned for analysis.